Event description:
The endotracheal tube was first placed in the pt at 2:00am. Suctioning was needed. The respiratory therapist reported having problems passing the suction catheter, could not suction and could not pass the catheter. A kink was reported at the point where the pilot tube goes into the channel of the endotracheal tube after the insertion point, between the markings of 17 and 19 on the tube. The tube was removed and the pt was not re-intubated. The pt was scheduled to be extubated the same day as intubation. The ventilator settings were vt-400 rr-16 fi02-. 50 and there was no ventilator alarm.

Manufacturer narrative:
The lot number is unknown. Return of the endotracheal tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device or the lot number.